Event description:
The complainant reported that during an interventional iliac cross over procedure the catheter kinked. The physician placed a guidewire and replaced the kinked catheter. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. A review of the complaint data found no additional complaints filed for the device under the same lot number for the same defect. Complaints of this type will be monitored for any increasing trends. Device history record was reviewed. Results: catheter.